Event description:
It was reported that in (B)(6) of 2017 the patient¿s implantable cardioverter defibrillator¿s battery life was 5.6 years. It was further reported that in (B)(6) of 2017 the patient¿s implantable cardioverter defibrillator¿s battery life was 1.56 years. In (B)(6) of 2017 the patient felt the vibratory notifier but did not contact the following physician as the patient was asymptomatic. In (B)(6) of 2017 the patient appeared for a routine follow-up but the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced. The patient was in stable condition following the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.